Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, the patient reported waking up at approximately 3:00 am with symptoms of excessive sweating, shaking, and a rapid heartbeat. At that time, the cgm displayed a reading of 40 mg/dl. The patient¿s daughter performed a fingerstick bg; however, the value could not be recalled. Due to concern regarding the patient¿s condition, emergency services were contacted. Upon arrival, ems administered intravenous insulin; however, additional treatment details were not provided. The patient remained under medical care for less than 24 hours. The patient reported that it took approximately three days for glucose levels to return to normal while recovering at home. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.